Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touch screen was cracked. The customer reported that the pump was still functional. Reportedly, the reason for the cracked screen was unknown. The customer's blood glucose level was 250 mg/dl. Customer confirmed that an alternate method of insulin delivery was available.